Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not deploy or insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure. The cannula deployed later after the pod was already removed.

Manufacturer narrative:
The pod was received with the cannula deployed. No issues were found that would result in the needle deploying late. Although no issues were noted with the needle mechanism, it could not be determined when the needle deployed. A root cause for the reported needle deploying late could not be determined. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.